Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that, the patient faced infusion set tubing detachment event on (B)(6) 2024. The site of insertion was abdomen. The blood glucose levels at the time of event was reported as high. Patient took correction bolus via pump to address high blood glucose levels. The infusion set was in use for few hours. No further information available.